Event description:
It was reported that a patient started treatment with remodulin (treprostinil sodium, concentration 10.0 mg/ml) for secondary pulmonary arterial hypertension. The patient began using the self-filled pump, and their current dosage was recorded as 0.116 g/kg (3 ml self-fill cassette at a pump rate of 41 mcl per hour), administered continuously via subcutaneous route. The patient visited the emergency room and was admitted due to an alarm for blockage, and this required intervention. While attempting to resolve the issue field nurse, the patient experienced yet another blockage alarm. It was advised that she discontinue use of the pump and the infusion set. They restarted remodulin on a different brand and infusion set and was discharged on (B)(6) 2024. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.